Event description:
It was reported that during a biopsy of tumor procedure the device was being used with a retractor. Patient was a baby. Baby sustained a burn on the retractor. Surgeon claims she did not touch baby with active blade. Thinks the burn came from shaft of the device. Burn was noticed during procedure. Surgeon stopped using the device. Procedure was completed. One device will be returning. Rep have spoken to the surgeon over the phone and she informed me that the patient experienced a full thickness burn (3rd degree) approximately 2cm x 2cm in size. She excised the burn and closed the wound. The tumour was being removed from the iliac crest.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis after several requests, the device was not received for analysis should the information be provided later, a supplemental medwatch will be sent.